Event description:
A dr reported a possible infectious incident associated with extented wear of a cibasoft s75 contact lens. After 15 days of continuous wear the dr observed an ulcer located at 12 o'clock outside the visual axis and a white/pink stain in the center of the contact lens. The pt was prescribed treatment with chibrocadron (dexamethasone/neomycin) and follow-up exam after 15 days. The dr reported complete recovery upon follow up visit.